Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and product; however, requested information and product have not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The implant was reported to come out with the healing cap during placement. It was unknown if there was injury to the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A review of the device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.